Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined possible causes of the event as follows: communication between the processor and the camera head became impossible due to contact failure caused by disconnection of the cable, a strong impact was applied to the camera head, the camera head failed, and communication between the processor and the camera head became impossible, communication between the processor and the camera head became impossible due to electrical contact corrosion of the video connector, dirt on the electrical contacts, and foreign matter adhesion, communication between the processor and the camera head became impossible due to short-circuit or corrosion caused by flooding. In order to prevent a damaged camera cable, the following statements are provided in the instructions for use: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. No abnormalities were found on the image produced. However, the unit's video connector failed the water leak test. A conclusive root cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was first identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.